Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as yellow foreign material that came out from the biopsy channel, and was presumed to have been due to physical damage on the device. The biopsy channel was noted to be shaved and deteriorated. Data on the handling and reprocessing of the device by the user facility could not be obtained. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (blocked instrument channel) was confirmed during testing/examination. In addition to the foreign residue, the instrument channel had wear, scrapes and stains. Also, the bending section cover adhesive was scratched; the insertion tube was scratched; the control body/grip area had fluid ingression; the scope connector was scratched; and the distal end plastic cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the instrument channel of the evis exera iii colonovideoscope was blocked. The device was returned to olympus medical for evaluation. During examination, foreign residue was found in the instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.